Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen (below umbilicus) on (B)(6) 2017 using the coolcore applicator and bilateral lower abdomen (at an angle and lateral to umbilicus) using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the lower abdomen developed firm tissue. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The reporter phone number from the source document is (B)(6), chose to write it here since there are too many digits for the outside of us format.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen (below umbilicus) on (B)(6) 2017 using the coolcore applicator and bilateral lower abdomen (at an angle and lateral to umbilicus) using the coolcore applicator who developed paradoxical hyperplasia (pah / ph) after treatment. Following treatment, the lower abdomen developed firm tissue. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen (below umbilicus) on (B)(6) 2017 using the coolcore applicator and bilateral lower abdomen (at an angle and lateral to umbilicus) using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the lower abdomen developed firm tissue. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.